Manufacturer narrative:
Implant and explant dates: implanted or explant dates: device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint file for the past three years found eighteen similar reports with the involved product code.

Event description:
The user facility reported an issue with the involved angio-seal vip device. The following information was provided by the user facility: the green tamp tube broke off, and they were unable to complete the case with the vcd. They ended up having to hold manual pressure. The patient was reported to be fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal vip device was received for product. The carrier tube assembly and hemostasis sheath were returned separate from one another. Blood like substances were found on both the surface of both the components. The bypass tube was returned mated with the hemostasis sheath suggesting previous mating between the sheath and carrier tube hub. No tamper tube was returned and the suture was cut and some portion of it was visible near the slit on the carrier tube. There was no evidence to confirm the fracture of the tamper tube. The carrier tube hub was disassembled and the spool was examined. There was blood like substance observed within the spool but no other anomalies were noted. Though the device was not returned in the usual state of complete deployment, based on the state of the returned device and an analysis of the subcomponents, the complaint could not be confirmed. It is likely that the device subcomponents (hemostasis sheath and carrier tube assembly) were detached manually after deployment of the device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.